Event description:
The manufacturer received information alleging a ventilator external flow sensor failure. There was no harm or injury reported. The reporting facility will replace the external flow sensor to address the issue.